Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A telemetry problem was noted. Attached print out shows unmarked events due to telemetry dropout.

Event description:
It was reported that there were some unmarked events noted on the electrocardiogram due to a telemetry dropout from the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.